Event description:
It was reported that the lead integrity alert triggered due to sensing integrity counts and non-sustained tachycardia events. Oversensing was reproduced with isometric patient movements. A right ventricular lead fracture was noted. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a lead integrity alert triggered - 1 patient alert for lead failure predictor on (B)(4)-2011 09:33:55. Oversensing - there were 2 ventricular nst=210 ms average v-cycle on (B)(4)-2011 17:59:51 and (B)(4)-2011 02:27:30. Interference/noise - ventricular short interval count v-sic=2.1 counts avg/day, in 138.42 days, between (B)(4)-2010 and (B)(4)-2011 11:08:29.